Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/03/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated suspend issues. None of the keypad buttons were hypersensitive to user presses. The pump was manually suspended and resumed without any observed anomalies. The complaint was not duplicated, and no defect was found. (B)(4).